Event description:
It was reported during use of the single use ligation device during a therapeutic Endoscopic Mucosal Resection (EMR), the operator attempted to place the loop on the lesion and release it, but the loop would no longer release. The loop came off by pushing the outer sheath, but the wire on the handle proximal side broke. The user switched to another EMR procedure. The loop was removed, the lesion was successfully removed, and the procedure was completed. There was no health hazard to the patient.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements. E1/Initial Reporter Establishment Name: (b)(6) Medical Center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.